Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system powered down once disconnected from a known operational outlet. It was reported that once out of the operating room (or), the viewing station of the imaging system powered when plugged into a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The battery cartridge was returned to the manufacturer for analysis. Analysis confirmed reported issue that the mobile view station (mvs) was not holding charge. Battery cartridge was installed in a uninterruptible power supply (ups) system and charged for at least 6 hours. When load test was performed and battery cartridge failed to hold charge.